Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to have one beat of undersensing noted on stored electrocardiogram. The lead remains in use. No patient complications have been reported as a result of this event.